Manufacturer narrative:
The reported events of failure to capture and failure to sense were confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures; however, an internal short was noted between conductor paths due to procedural damage. Visual and x-ray examinations of the lead found the helix was bent/damaged consistent with procedural damage. Unable to test the helix mechanism due to the damage helix as received. The cause of the reported events of failure to capture and failure to sense were due to procedural damage.

Event description:
During implant, loss of capture and loss of sensing were observed on the atrial lead. The lead was replaced to resolve the event and the patient was stable.